Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The battery pack had a damaged battery connector. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was retested and then restocked. No adverse events resulted from the damaged battery pack. The patient received a replacement battery pack.

Event description:
A female patient contacted lifecor customer support to report that the battery pack will not sit in the battery charger correctly. She stated that one battery pack will yield the appropriate leds on the charger, but they will occasionally go out when she moves the battery pack slightly. She stated that the other battery pack is charging normally. Support sent the patient a replacement battery pack.